Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified coronary artery. A 4.00mmx28mm synergy¿ drug-eluting stent was advanced; however the device came into contact with the calcification and the stent strut got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 4.0x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged along its entire length. The stent moved proximally off the balloon and out over the proximal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple hypotube kinks along the catheter shaft and one kink inside the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified coronary artery. A 4.00mmx28mm synergy¿ drug-eluting stent was advanced; however the device came into contact with the calcification and the stent strut got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.